Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage in tube event on (B)(6)2024.infusion set has been used for 3 days. No further information available.